Event description:
The 3m company developed a new version chemical integrator: two lot numbers for this chemical integrator have produced a light red staining when used. The 3m chemical integrator product numbers referenced in this alert are 1243a, 1243b, 1243re. FDA safety report ID # (B)(4).